Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was submitted. The device was not returned for investigation. Data logs were reviewed, and suction alarms observed with low flow after pressure level dropped. No motor current spike or other abnormalities were found. The cause of the low pump flow issue was not determined since product was not returned and due to inconclusive evidence per log review. The cause of the positioning issue was most likely use related per clinical. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 41-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while on support, the pump was only able to run at p1 due to persistent suction above p1. Additionally, the patient had a computerized tomography scan and the catheter was pulled back in the aorta. The impella was replaced and no patient harm was reported.